Event description:
This pt experienced an open fracture of the left tibia/fibula in 1999. This fracture was surgically repaired with 2 plates at that time. Recently, pt began having more pain in the leg and office x-rays revealed a fracture in one of the plates and a delayed union of the tibia. Pt was taken back to surgery in 2000 for removal of the broken hardware and repair of the tibia. Pt tolerated the procedure well and was discharged to home.